Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. D.4 revised unique identifier (UDI) # as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-25962. H.6 code 4641 was reported incorrectly on the initial manufacturer device report number 1220648-2025-25962.

Event description:
The user facility reported a patient admitted in with poor underlying condition of hypotension, st-segment elevation myocardial infarction, and other cardiac and systemic comorbidities was implanted with an impella cp device for mechanical circulatory support (mcs) despite the limb being known to have no flows and ischemia resulted. The pump was not bypassed with any perfusion sheaths. Additionally, the team assessed the neurological status to be poor so not intervention was done; rather the patient was transferred to tertiary center. The family made the patient a do not resuscitate (dnr) status due to lack of neuro response. The physicians decided to leave the impella cp in place while awaiting neuro status. No pulses in opposite leg with central line in place. Later, the patient woke up and followed commands. The dnr was removed. The patient was escalated to an impella 5.5, and after removal of the impella cp it was noted, the patient had pulses in the leg. The latest update noted after seven additional days on an impella mcs, the patient was successfully weaned, and the device explanted with a survived outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).